Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for investigation. Therefore, the complaint could not be confirmed and the root cause is undetermined. DHR for lot number 5124593 was reviewed and no qns or other events were related to the complaint stated by the customer. All relevant information during the DHR review shown that meet all established manufacturing criteria. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above, a CAPA is not required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a nurse that while withdrawing a 22g x 0.75 in. Bd safe-t-intima¿ IV catheter safety system, the needle separated. There was no report of injury or medical intervention.